Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that during a laparoscopic colectomy procedure, the device was opened on the colon and they closed the device on the tissue and then they were not able to open it to reposition it. It is unknown how the device was removed from the patient. They then closed another device on the colon and wanted to reposition the device and could not open this device. There is no additional information available. There was no adverse consequence to the patient reported.